Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level and pump stopped working. The screen flashes on and off and buttons not responding. Customer's blood glucose value was 416 mg/dl at the time of the incident. Current blood glucose was 41 mg/dl. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated low with carbs, toast and jelly with glucose tabs. Customer will not returned device for analysis.